Event description:
It was reported the patient¿s ipg is superficial and causing pain at the pocket site. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
-Event date is an estimate.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6) 2022 resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.